Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that ongoing elevated blood glucose (bg) levels over 600 mg/dl occurred. The cause for elevated bg levels was unknown. Customer addressed bg levels with manual injections and boluses. At the time of the report, customer's bg level was 289 mg/dl.